Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a fungal infection deep within under the patient's ribs. It was unknown whether the fungal infection was caused by the hospital giving the patient care or from the lifevest. The patient's physician prescribed a cream for the fungal infection. Follow-up indicated that the fungal infection was improving.